Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device had a cracked screen that affected usability and water resistance, and a replacement was arranged with guidance to back up data and shut down the device prior to return. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included education on device functionality concerns and the need for backup therapy. Investigation included customer service troubleshooting, verification of shipping details, and instructions for data synchronization. Investigation of this case revealed physical damage to the display component consistent with a screen break, with no reported alerts or alarms and no impact to therapy delivery documented. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to a damaged display component.